Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient during open heart surgery, using internal paddles, the internal andles would not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference 1220908-2010-03215 and 1220908-2010-03247 for similar reports from the same customer.